Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
The customer reported that the touch function does not work well in some areas of the screen and its calibration is not allowed. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The field service engineer (fse) replaced the touchscreen to address the reported issue.